Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lot numbers of the liberty cycler sets shipped to the patient for the three month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with pd catheter removal and transition to in-center hd. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius device or product. No information related to the cause of the peritonitis event was available. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Due to the limited information available combined with the absence of an allegation of a malfunction or deficiency of any fresenius device(s), the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to cancel an order. The patient stated they were diagnosed with peritonitis, had their pd catheter (not a fresenius product) pulled, and they were completing in-center hemodialysis (hd). Multiple attempts were made to obtain additional information, and they were unsuccessful. No further information pertaining to the peritonitis event was available.